Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message during the load process. Customer reported an elevated blood glucose (bg) level of 495 (mg/dl). A correction bolus was delivered to address bg levels. It was indicated that manual injections were available for back up therapy.

Manufacturer narrative:
No failure was identified related to the reported event; however , a different issue was found.